Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 200 mg/dl to 592 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.